Event description:
It was reported that there was intermittent pacing due to failure to sense. Impedance decrease and possible lead fracture was also reported. The lead was capped. No patient complications have been reported as a result of this event.